Event description:
Device issue: none. Adverse event: required intervention/subsequent death. Onset of adverse event: during the procedure. It was reported that during dilatation of the circumflex vessel with a voyager nc which was pressurized to 12 atm, a perforation occurred. The graftmaster stent was being used to treat the perforation; however, it was unable to cross. Therefore, coiling of the coronary artery was performed and the pt was sent to the intensive care unit (ICU). The pt died six days later ((B) (6) 2010). No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). There was no reported voyager nc dilatation catheter product deficiency. The reported perforation and death are known adverse events listed in the voyager nc instructions for use (IFU). Perforation can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.